Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device had possible premature battery depletion and is now at eri (elective replacement indicator). The device has been explanted and replaced. No patient complications have been reported as a result of this event.